Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a normal follow-up, a device diagnostic incorrectly indicated that the estimated device longevity was prematurely depleted despite a stable battery voltage. The remaining longevity was overestimated due to inclusion of the duration of the mid-life plateau. A battery remeasurement backed up the estimated device longevity as stable. The patient will continue to be monitored with routine follow-up. The patient condition was fine after the procedure.